Event description:
The customer reported a leak, which was thought to be diluent, under the coulter ac-t diff 2 analyzer. The volume of the leak was approximately ten to twenty milliliters. The leak was not contained within the instrument and leaked onto the counter. The healthcare worker interfacing with the machine was wearing personal protective equipment, which included a laboratory gown and gloves. There was no biohazard exposure to healthcare worker uncovered wounds or mucous membranes and no injury was reported. No personnel sought any medical attention in association with this event. No patient results were affected by this event. No death or injury was associated with this event. There was an exposure plan in place at the facility and the material safety data sheet was reviewed.

Manufacturer narrative:
Service was dispatched to the site for this event. The field service engineer (fse) found that the peristaltic pump waste line was pinched and was causing the vacuum isolator chamber to overflow. The fse replaced the waste line and the leak was repaired. The instrument was returned back into operation after the completion of the necessary and verified repairs. The failure mode for the leak was a pinched peristaltic pump waste line. Though no erroneous results were generated for this leak failure mode, there is the potential for the generation of unflagged discrepant results upon failure recurrence. (B)(4).